Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) was informed by the customer that the system failures were resolved after power cycling the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clinical sales representative (csr) called to report that the operating room (or) staff informed them that instruments were moving without the surgeon's control. The csr was called into the room when this occurred and had the or staff restart the system. The system came up with no faults, and the site continued with the case. The error logs did not populate at the time of the call. The procedure was completed as planned with no reported injury.